Manufacturer narrative:
(B)(4). Medical product: persona cruciate retaining femoral component, catalog #: 42502606202, lot #: 62637084, persona stemmed tibial component, catalog #: 42532006702, lot #: 62438461, persona all polyethylene patella, catalog #: 42540000032, lot #: 62536449. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05989, 0002648920-2018-00121. Remains implanted.

Event description:
It was reported that the patient sustained two falls and experienced a fibular fracture and exhibited medial instability and deficient pcl. According to the x-ray that the patient had, the surgeon stated that the patient's body mass index was likely the cause of the device failure.

Manufacturer narrative:
The product was evaluated through a manufacturing review and the reported event was confirmed through radiographic review. The devices history records were reviewed and no discrepancies were identified. Primary operative notes received confirm that the patient underwent total knee arthroplasty (tka) to treat severe degenerative arthritis of the right knee. Once resection of the soft and hard tissues was completed, the trial components were sized and implemented. The knee reached full extension and 135 degrees of flexion. It was stable to varus and valgus stresses in full extension as well as midrange flexion. The flexion and extension gaps were symmetric with appropriate femoral rollback. The patella tracked centrally without lateral subluxation or tilt. The trial components were removed and the final tibia, femoral and patellar components were cemented in place. Excess cement was removed and once the cement had cured, the final articular surface was implemented. There appeared to be no intraoperative complications. However, it was noted that the patient's morbid obesity (bmi was 53.79) increased the surgical difficulty and lengthened the surgery. X-rays were provided which were reviewed by a health care professional who stated that there were no signs of loosening or radiolucency. It was noted that there is a possibility of fracture seen within the lateral tibial plateau and proximal fibula in 2014. Per the package insert, instability is a known potential adverse effect of tka. The insert also informs that complications and/or failure of prosthetic implants are more likely to occur in heavy patients. Trauma can result in loosening, wear, and/or fracture of the implant. Additionally, the surgeon stated that the patient¿s body mass index was the likely cause of the device failure. Therefore, the root cause of the reported event is attributed to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon completion of the investigation, it was determined that this device did not cause or contribute to the patient's bone fracture. The initial report should be voided.